Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
Il a facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. In a separate visit the lens was removed and was reimplanted in the correct position and the problem resolved. Cause of event was unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined that the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency